Event description:
It was reported that the pump failed force sensor test. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device has not been returned to manufacturer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed syringe plunger not in place. A functional test was performed and the reported issue was not duplicated. No repairs needed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device returned 20dec2023.